Manufacturer narrative:
D5;h4: information unavailable. Note: h6; evaluation code #400(other): damaged firing mechanism.

Event description:
During an ectopic pregnancy procedure, it was reported the device was applied to a segment of the tube and would not release from the structure on the first firing. The device was fired again, but would not release. A probe was used to pull apart the device to release from tissue. It was reported the tube may possibly be damaged. It is unknown if there was a consequence to the pt.